Manufacturer narrative:
The report of mid09 (air trap assembly) error message was confirmed during functional testing and analysis of the retrieved event log from the thermogard console (sn (B)(4)). The thermogard console was received with physical damage. The console is a reusable device and was manufactured on 14 jan 2011. It has exceeded its expected serviceable life of five years and is over 7 years old. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device and is unrelated to the reported complaint. Evaluation of the console found fluid/moisture on the airtrap assembly, this is consistent with the customer reported event. The mid09 error message was displayed due to this observed issue. The mid09 error message was resolved after clearing moisture off of the airtrap assembly. Following this, the damaged part was replaced and the console was functionally tested and passed all final specification without further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) alarmed during start-up self test with a mid09 (air trap assembly) error message. The console was taken out of service following this observed issue. There was no known patient consequence reported. No further information was provided.